Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of chills, exit site infection, suspected peritonitis, and break in aseptic technique in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in (B)(6) 2011 the patient began peritoneal dialysis (pd) treatment. The most current prescription is dianeal pd5 ambuflex, 2.5 l x 4 nightly, and dianeal pd4 ultrabag, 2.5 l x 1 daily, (lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (cap) therapies. Initially the consumer contacted baxter technical service to request a swap of a homechoice (hc) device stating the doctor wanted the hc swapped to rule it out as a cause for the home patient (hp) having chills (details not provided). The baxter technical service representative (tsr) initiated the swap of the device for evaluation. On (B)(6) 2012 baxter global pharmacovigilance (gpv) contacted the peritoneal dialysis nurse (pdn) and received the following additional information. The pdn reported, on an unspecified date in 2012 stated as "a few weeks ago" the patient developed an exit site infection. On an unspecified date in 2012, stated as "a few weeks ago" the patient developed chills. On (B)(6) 2012, the patient was hospitalized for chills. Per the pdn, it was thought the patient had developed peritonitis. Treatment for the chills and suspected peritonitis included unspecified antibiotic therapy (dose, frequency, route and duration were unknown). Concomitant medications or past medical history was not available. As reported, the outcome for the exit site infection, chills and suspected peritonitis was considered resolved in (B)(6) 2012 (date unspecified). Per the pdn the cause of the peritonitis was a break in aseptic technique, however, the pdn was not sure how the break occurred. Per the pdn, at the time of this report the patient had not been retrained on aseptic technique. Per the pdn, at the time of this report, the patient remained in the hospital (details not provided). The pdn reported the cause of the chills, exit site infection, and suspected peritonitis was not related to a baxter device or solution. The nurse was unable to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown . A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. The complaint is confirmed because the nurse reported a break in aseptic technique by patient. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.